Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio: 2.6, lab: 8.3. Date: 2007, inratio: 2.2, lab: 7.8. Date: 2007, inratio: 5.0, lab: 3.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per internal procedure, the mean of the inratio meter and comparative sys inr were calculated. For the 1st data set, the readings are considered inaccurate based on "area outside the acceptance region" table. For the 2nd data set, both inratio and lab values are not within the confidence limits for inr testing. For the 3rd data set, both inratio and lab values are within the confidence limits. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time.